Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a contralateral femoral angioplasty procedure the catheter tip detached within the patient's left common femoral artery. The physician had acquired retrograde access through the patient's right femoral artery and was manipulating the catheter over an .035 stiff guide wire containing large manufacturing transition. The physician had obtained selective images of the vasculature and started to remove the catheter over the stiff .035 guide wire when the tip detachment occurred. The physician was able to successfully retrieve the tip from the patient's femoral artery with a vascular snare. Another catheter was use to successfully complete this procedure.